Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p1h6, implanted: 2015-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had blood clots in his lungs as a result of the implant surgery. It was diagnosed 2 days after the surgery and the patient was hospitalized for a week. After the implant, the therapy was good sometimes and not at other times. The patient hardly went to the bathroom at night but during the day, he went fairly often but sometimes anything barely comes out. The patient was not going to the bathroom as often as he was prior to implant but sometimes he went 4 times in a ½ hour. The night before report, the patient did not get up but he was urinating a lot the next day. It was also noted that the patient was feeling stimulation in his back where the implantable neurostimulator is and not in the groin area. Additional information reported that the patient still had concerns with his device and therapy and sought further help. The patient was not informed about his four different programs and his doctor set a 6 month follow-up appointment. No outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reports he had been trying to get a hold of representative. Patient had experienced a loss or change of therapy. Therapy stopped helping with his symptoms. He was back to where the symptoms were before implant. Patient wants to work with representative on the issue. Symptoms reported were symptoms returned. Event date was (B)(6) 2015. Patient told the representative early in (B)(6) 2015 that therapy stopped helping him. The indications for use for this patient was gastrointestinal/pelvic floor.

Event description:
Additional information from the consumer reported that the issues started in (B)(6) 2015. The manufacturers' representative changed the patient from program 2 to 4 in (B)(6) 2015 and said that programs 1 or 3 would not work but was not sure why. The patient was frustrated because the therapy never really worked or it worked very little. His symptoms were not relieved at all.